Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, premature battery depletion occurred. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Event description:
Reportedly, premature battery depletion occurred. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.